Manufacturer narrative:
Evaluation of the returned ace68 confirmed that the catheter was fractured. If the ace68 is forcefully retracted against resistance or is otherwise mishandled at extreme angles during use, damage such as a fracture may occur. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a successful thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guide catheter, a non-penumbra microcatheter. Afterwards, the physician experienced resistance while removing the ace68 from the guide catheter. After the ace68 was removed from the patient, it was noticed that the mid-shaft of the ace68 was broken and only connected by wires. There was no report of an adverse effect to the patient.